Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of fungal peritonitis with subsequent hospitalization and pd catheter removal. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was attributed to the pd catheter. The source of the fungus was not documented. However, the culture result of candida parapsilosis, a fungus, which can be found in the gastrointestinal tract or on human skin and forms biofilms on implanted catheters, aligns with the report that the pd catheter was the cause of the peritonitis event. Additionally, candida species can be responsible for urinary tract infections. The patient had the pd catheter removed per international society for peritoneal dialysis (ispd) guidelines based on the fungal peritonitis results. The patient¿s initial diagnosis of uti is not related to the use of any fresenius product(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient was found to have an infection on (B)(6) 2025. The pd catheter (not a fresenius product) was scheduled to be removed. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2025 the patient presented to the emergency room (ER) with abdominal pain. The patient was diagnosed with a urinary tract infection (uti) and discharged from the ER with oral antibiotics (drug, dose, frequency, and duration unknown). The patient was seen in the pd clinic on (B)(6) 2025 and had cultures drawn. The patient was diagnosed with peritonitis. The patient went back to the ER on (B)(6) 2025 due to increased abdominal pain. The patient was admitted due to the peritonitis diagnosis. The patient was initiated on antibiotics per algorithm with ceftazidime 2g daily and vancomycin 2g loading dose. After the initial dose, the vancomycin was adjusted to 2g every 5 days. The patient did receive one day of oral antibiotics prior to the hospital admission due to the uti. The pd effluent culture resulted positive for candida parapsilosis. The white blood cell (wbc) count was 1201 and polymorphonuclear cells were 10%. The patient underwent a pd catheter removal on (B)(6) 2025. The patient remains hospitalized. The patient will start in-center hemodialysis (hd) upon discharge. The patient was being treated for both the uti and peritonitis. The cause of the peritonitis was documented as the pd catheter. No additional information was provided.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient was found to have an infection on (B)(6) 2025. The pd catheter (not a fresenius product) was scheduled to be removed. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2025 the patient presented to the emergency room (ER) with abdominal pain. The patient was diagnosed with a urinary tract infection (uti) and discharged from the ER with oral antibiotics (drug, dose, frequency, and duration unknown). The patient was seen in the pd clinic on (B)(6) 2025 and had cultures drawn. The patient was diagnosed with peritonitis. The patient went back to the ER on (B)(6) 2025 due to increased abdominal pain. The patient was admitted due to the peritonitis diagnosis. The patient was initiated on antibiotics per algorithm with ceftazidime 2g daily and vancomycin 2g loading dose. After the initial dose, the vancomycin was adjusted to 2g every 5 days. The patient did receive one day of oral antibiotics prior to the hospital admission due to the uti. The pd effluent culture resulted positive for candida parapsilosis. The white blood cell (wbc) count was 1201 and polymorphonuclear cells were 10%. The patient underwent a pd catheter removal on (B)(6) 2025. The patient remains hospitalized. The patient will start in-center hemodialysis (hd) upon discharge. The patient was being treated for both the uti and peritonitis. The cause of the peritonitis was documented as the pd catheter. No additional information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.